Manufacturer narrative:
(B)(4). Insulin pump received with cracked and bleeding lcd glass. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a crack on display and in case. Insulin pump was not bumped or dropped. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.